Manufacturer narrative:
The customer's reported complaint description of patient infection cannot be confirmed given the patient centric nature of this serious adverse event (sae). No port device was returned for evaluation. In addition, there was no report of port/catheter device malfunction, damage or performance issue during device use. A device history record (DHR) review of the indicated packaging/assembly/component lots revealed no quality related issues or manufacturing deficiencies at the time of manufacture. Sterilization load release records for packaging lot were reviewed; with no issues observed. Labeling review: the direction for use (dfu) provided with the bioflo port device contains the following statements: contraindications · presence of infection, bacteremia, septicemia or peritonitis. Warnings · the device is to be implanted, used, maintained, and removed in strict accordance with institutional and or centers for disease control (cdc) guidelines or policies. . Precautions · carefully read and follow all instructions prior to use. · after implantation and after any treatment via the port, the system should be flushed with normal saline for injection per institutional protocol · if more than one drug is to be administered, between the individual drug applications, flush the system with 5 to 10 ml normal saline for injection to prevent drug interactions · after any infusion, injection or bolus application, the system should be flushed with normal saline for injection or locked with a heparin solution per institutional protocol to prevent thrombotic occlusion of the catheter. Bioflo ports with the pasv valve may be locked with either normal saline or heparinized saline per institutional protocol adverse events · bacteremia · catheter thrombosis · inflammation · infection · implantation site necrosis or infection · thromboembolism · thrombophlebitis · tunnel infection maintenance to help prevent clot formation and catheter blockage, the bioflo port should be filled with sterile heparinized saline after each use. Bioflo ports with the pasv valve may be flushed and locked with either normal saline or heparinized saline per institutional protocol. If the port remains unused for long periods of time, the lock should be changed at least once every four weeks. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Manufacturer narrative:
The reported device is not available to be returned to the manufacturer for evaluation. An investigation into the root cause for the event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
On (B)(6) 2019, (B)(6) underwent placement of an angiodynamics bioflo product, model #/mfg cat ID: h965440220, lot number 5482424. Upon information and belief, the device at issue was implanted by dr. (B)(6), m.d., at (B)(6), for chemotherapy treatment for plaintiff's glioblastoma multiforme. On or about (B)(6) 2021, plaintiff presented to (B)(6) medical center in (B)(6), with a blocked port-a cath, which prompted evaluation of his catheter. Upon information and belief, on (B)(6) 2021, the plaintiff's medical team determined that plaintiff had a port-a-cath infection. The plaintiff medical team then decided to arrange for plaintiff's port removal through interventional radiology. On (B)(6) 2021, (B)(6) presented to the operating room at (B)(6) medical center. Upon information and belief, the infected port was then removed by dr. (B)(6), md, an interventional radiologist.